Event description:
The facility rep reported "alarm turn off" on a flogard pump. It is unk when this event occurred. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if additional info becomes available.